Manufacturer narrative:
Additional information was added: the device was evaluated. During evaluation a fold on the film was observed that was given by a heavy marked crease. This fold prevented a complete seal of the bag due to an incomplete/missing port and flat seal due to misaligned sheeting. The reported condition was verified. Per the sample analysis performed it was observed that this condition was caused during the manufacturing process of the raw material which is related to the supplier process. Therefore, the cause of the condition was a supplier related manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml intravia empty container leaked from the seam between the two (2) ports. This was identified during mixing of an unspecified chemotherapy drug. There was no patient involvement. No additional information is available. No additional information is available.